Event description:
This report is cancelled because currently MDR is being used in place of the specific region report.

Manufacturer narrative:
(B)(4). The customer reported a red x and a distorted display. There was no pt involvement. The device was returned to philips for eval. The red x was not confirmed or reproduced but the distortion on the display was confirmed. The processor pca was replaced to resolve the reported symptom. This represents a distorted display on the monitor that was resolved with replacement of the processor pca.